Event description:
It was reported that a customer experienced a broken screen on their pump, rendering the touchscreen black, ineligible and unresponsive. There was no adverse impact to the customer's blood glucose level. The device is set to be returned by the customer, and a replacement pump with a new serial number has been arranged.